Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported x-rays confirmed a lead migration. Reportedly, the patient was participating in kickboxing prior to the migration. Surgical intervention is slate to take place at a later date.

Event description:
Follow-up information indicated surgical intervention was undertaken and the lead was explanted and replaced. Additionally, stimulation to the lead at the l4 vertebral level was unable to be turned on due to elevated impedances and that lead was also explanted and replaced (reference MFR report: 3008829311-2017-00458). Postoperatively, the patient indicated receiving effective therapy.